Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018 during a procedure for a femur neck fracture, the drill bit snapped off at the end attaching to the jacob's chuck while using the triple reamer. The drill bit had to be removed manually with vice grips. A new dynamic hip system set was opened for triple reamer. All broken pieces were retrieved from the patient. There was a five (5) minute surgical delay reported. Patient had no adverse effect from surgery. Concomitant devices: triple reamer (part/lot unknown, quantity 1); vice grip: (part/lot unknown, quantity 1). This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 338.100, lot# 3595034. Manufacturing location: hägendorf, release to warehouse date: dec 17, 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product investigation was completed. The received drill bit shows significant use during its eight (8) year of lifespan. The tip and the cutting edges are rounded and worn. Furthermore the coupling end is broken at the welded joint as described in the complaint condition. The relevant features are heavily damaged in a manner which prevents accurate measurement of the features. Investigation has shown that the complaint condition for the received drill bit is confirmed. Because of the damage, it is not possible to measure the relevant dimension. The various mechanical damages are clearly caused post manufacturing. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. The exact cause of this complaint could not be determined. Due to the wear and tear signs, it can be assumed that this product was often and intensive used instrument. Bad condition of the device before surgery in combination with a mechanical overload situation during use could lead to the breakage. As per the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.